Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The patient was treated with oral antibiotics unsuccessfully. The entire system was explanted to address the issue; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg pocket site. Patient was treated with oral antibiotics unsuccessfully. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.